Event description:
It was reported that the revision surgery was performed on (B)(6) 2019 by replacing the head, the liner to 36 mm lip liner of 60 mm od (manufactured by competitor) because our company does not have a lip liner in pinnacle 36 mm. The cause was not armd and it was the patient fell on the posterior when has been mowing weeds. It was confirmed that it was slightly discolored black at the head and the stem neck joint however there was no necrotic tissue nor blood stream change. The liner was fixed with the cement and the dislocation has been resolved.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
The primary surgery was performed by implanting the stem with sleeve, the head, the non-depuy cup, and the liner on (B)(6) 2008, via tha. It was reported that dislocation occurred, and it was repositioned. Thus, the revision surgery is scheduled to be performed on (B)(6) 2019, by replacing the liner, the head. It was considered that it might be dislocation occurrence due to armd because of mom implants. No further information was provided by the hospital.